Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check with information - system volume too small. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represent a reportable event. The root cause to the reported issue has not been determined. H3 other text : 4117.